Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the screwhead is missing its internal components (saddle and clamps). There are significant signs of wear around the portion of the screwhead that was returned. There are no signs of wear within the screwhead where the saddle and clamps reside. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that during a revision surgery the screw head of a creo threaded polyaxial screw popped off when installing a rod at l4 and the remainder was left in the patient. This event occurred in japan.